Event description:
Additional information received reported that the cause of the pipeline failure was not determined. No patient symptoms were reported. After the product was collected, a new pipeline was placed and the procedure was completed.

Manufacturer narrative:
Review of the complaint record and available information finds that there is no reported device malfunction or adverse event associated with the complaint device (non complaint). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline disconnected from the delivery wire. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for rt-va recurrence coil embolism. The aneurysm was spindle shaped. Blood vessel diameter in the landing zone: distal side 3.1 mm and proximal side 4.0 mm. Degree of the vessel tortuosity was ordinary. The device was deployed for placement of the pipeline and was repositioned. When attempting to resheath the deployed device, only the delivery came out, and the device could not be operated afterwards. Because the deployment was around 1 of 3 for the whole body, only 2 of 3 remained in the microcatheter and so each microcatheter was collected.